Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary machine had shut down and all cubies were no longer accessible. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis machine had shut down and all cubies were no longer accessible. The field service engineer (fse) opened the back panel of both the auxiliary and main machines and observed that there were no lights on the back of the drawers. The internal pyxis bus cables on both machines were checked, and the auxiliary cable was found to be damaged. The pyxis bus cable on the drawer 7 auxiliary machine was replaced, after which the machine resumed normal operation and was successfully recovered. The customer performed inventory and all components were verified to be functioning properly. The customer tested the system and confirmed normal operation. The system functioned as intended after field service engineer repaired the device.